Event description:
A falsely low advia centaur xp ca 125ii result was obtained by the customer and the result was reported. The result was considered discordant when the laboratory supervisor observed a failed delta check compared to the patient's historical test results. The customer performed repeat testing and the result was above the assay range. The sample was diluted and the result was within range of the patient's historical test results. A corrected report was forwarded to the physician. The sample was again repeated and a falsely low result was obtained. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp ca 125 ii result.

Manufacturer narrative:
The cause for the discordant advia centaur xp ca 125ii result is unknown. A siemens field service engineer (fse) was sent to the customer site for system inspection and found no issues that may have contributed to the discordant advia centaur xp ca 125ii result. No discordant patient sample is available for further investigation. No conclusion can be drawn. The instrument is performing within specification. The IFU under the limitations section: "measurements of ca 125 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."